Event description:
(B)(4). Initial report: this non-serious case is a spontaneous report received from a physician reporting on herself. The female patient had been treated with poly-l-lactic acid (sculptra) on a workshop. Later, she applied poly-l-lactic acid herself in the cheeks and nasolabial folds again. When she initiated the treatment with roxithromycin, hyoscine butylbromide and ibuprofen for cystitis, she developed nodules at the sites where poly-l-lactic acid had been injected. Precise daily dose and exact treatment dates of all medications were not provided. The event was still ongoing at time of the report.

Manufacturer narrative:
Additional information on (B)(6) 2008: the physician returned the adverse reaction report form: the (B)(6) dermatologist applied poly-l-lactic acid herself in the cheeks and nasolabial folds on (B)(6) 2007. On (B)(6) 2008, the physician developed subcutaneous elastic movable nodules (0.3-1.0 cm) on the both cheeks and subcutaneous infiltrates over the cheekbones and on the nasolabial folds 3-4 days after she had received roxithromycin 300 mg for 2 days, 2 tablets of hyoscine butylbromide for 2 days and ibuprofen 600 mg once for cystitis. As corrective treatment a methylprednisolone tablet 16 mg was given for 1 week and saline solutions was twice injected into the affected areas. The events were still ongoing at the time of the report. The physician didn't provide an assessment on the causality and stated that there was no alternative explanation. Addendum for follow-up received on 05-sep-2008: (B)(4): batch record review without hint to root cause. No faults, defects, damages detectable.